Manufacturer narrative:
Philips has investigated this complaint. Philips was informed by the customer that the procedure was continued after the medical staff re-installed the cover. Philips has confirmed that there was no harm to any user or bystander. Philips has inspected the system on site and confirmed that the safety chain used to prevent the c-arm cover from falling was intact. Philips has replaced the pins that hold the l-arm rotation cover and re-attached the cover. The system was returned to use in good working order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It was reported to philips that during a procedure, the l-arm rotation cover came loose from the ceiling after a collision with the radiation shield arm. The l-arm cover was retained by its safety chain. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.